Manufacturer narrative:
Device evaluation summary. Device evaluation of electrode belt sn (B)(4) has been completed. As received, the belt failed incoming therapy electrode (te) recognition testing. Upon evaluation, the there was an open pulse wire in the cable connecting the distribution node (dn) and front therapy electrode (te) between the dn and ECG electrode b. The cause of the constant gong alarms is the open wire. The root cause of the open wire is excessive force placed on the cable. No adverse event resulted from the damaged wire.

Event description:
During servicing of an electrode belt, which was returned for an unrelated issue, a reportable problem was found. The belt failed incoming therapy electrode (te) recognition testing.